Event description:
Additional information was received which indicated that the patient complained of a burning sensation above their device. There were episodes of intermittent ra oversensing of right ventricular (rv) signals and inappropriate atr episodes after the mv feature had been programmed off. The patient was to return to their clinic for additional reprogramming. No further actions were planned, and the physician had not determined the cause for the patient's burning sensation. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited noise, oversensing, inappropriate atrial tachy response (atr) episodes, and increased impedance measurements which were not out of range. The noise was consistent with minute ventilation (mv) oversensing. The patient was not pacemaker dependent and the mv feature was programmed off. The patient was symptomatic from the tracking of the atrial signal. No additional actions or interventions were planned. No adverse patient effects were reported. The device remains in service.